Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium results on the alinity c processing module, serial number (B)(6), for one female age 67 patient. The following data was provided: sid (B)(6) processed on (B)(6) 2025: initial sodium result = 108 repeat result = 144. Reference range for sodium = 136-146 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the module logs and recommended the customer replace the alnty c-series cuvettes. The replacement of the part resolved the issue. The instrument service history review for (B)(6) revealed no additional tickets associated with discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alnty c-series cuvette did not identify any trends. A review of tracking and trending for the alinity c did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and instruction for the removal, replacement, and verification of the alnty c-series cuvette. Based on the available information, no systemic issue or deficiency of the alinity c processing module or the alnty c-series cuvette was identified.

Event description:
The customer reported falsely depressed sodium results on the alinity c processing module, serial number (B)(6), for one female age 67 patient. The following data was provided: sid (B)(6) processed on (B)(6) 2025: initial sodium result = 108 repeat result = 144. Reference range for sodium = 136-146 mmol/l. No impact to patient management was reported.